Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: grip has a scratch; air/water cylinder has no color; suction cylinder has no color; scope cover is deformed; switch box has a scratch; plug unit is dirty due to water leakage; scope cover case unit is dirty due to water leakage; circuit board unit in scope connector is dirty due to water leakage; cable unit is dirty due to water leakage; label on scope connector is damaged; due to damage on channel tube, water tightness is lost; due to a crack on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; due to a chip on objective lens, the image has dark area partially; due to damage on coupled charging device (ccd) unit, the image has white dots; due to a dent on bending tube, bending angle in upwards direction exceeds the standard value; plastic distal end cover has a scratch; objective lens has a scratch; light guide lens has a crack; connecting tube has a scratch and a third party repair has been performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned to olympus the evis exera iii gastrointestinal videoscope, insertion tube damaged, the maximum of the angulation can not be reached. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found that the air/water tube and air/water cylinder, had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.